Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had unspecified pump error alarm. Customer stated that that fill cannula with 0.5 units and detected when there was no reservoir inserted when rewinding process again and insulin pump does work. Customer restarted insulin pump, settings unchanged and will start pump up again. Self test was passed. Customer called again and received a insulin pump error alarm again. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 37 alarm noted. The motor was tested outside of the device and passed. The test reservoir units left matches properly to the units left in the insulin pump status screen noted. No low reservoir anomaly noted. Device received with missing display window cover, pillowing keypad overlay and cracked select button keypad overlay. (B)(4).